Event description:
Baxter healthcare corp. Route 120 & wilson rd, round lake, il 60073-0490. 1. Firm's evaluation. The customer reported the membrane seal (injection port) had fallen off of 5 bags, resulting in leakage. Samples were not returned for our evaluation. A review of the production records did not identify any similar findings during the mfg of lot p052159. No similar reports have been received on lot p05219. 2. Severity, frequency. There is no stated severity or frequency for this type of problem. No increase in frequency has been noted. 3. Remedial action. No remedial action is planned.